Event description:
Customer alleged discrepant blood glucose results of 293 mg/dl, 82 mg/dl, 117 mg/dl, and 86 mg/dl when testing was performed back-to-back, within 3 minutes, on the aviva system. Customer did not report symptoms and did not report any treatment/action based on results. At the time of the report, customer no longer had the test strips that produced the discrepant results.